Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. The reported condition was unable to duplicate under lab conditions with the returned sample, therefore, the root cause of the complaint cannot be determined. The returned sample did not show any visual problem or leakage. The lot number showed no problems on a batch review. In this case the evaluations did not find any evidence of any problem. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4).a batch review will be performed for the lot number provided. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A nurse reported to baxter that liquid was could not be stopped from the transfer set even if closing the clamp. There was patient involvement but no paitent injury or medical intervention was reported.